Manufacturer narrative:
The segments of patient-line tubing leading to both the proximal and distal arms of the patient-line stopcock were disconnected from their corresponding luer adapters. Adhesive was present on the inner and outer surfaces of all of the affected connections. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The segments of patient-line tubing leading to both the proximal and distal arms of the patient-line stopcock were disconnected from their corresponding luer adapters. Adhesive was present on the inner and outer surfaces of all of the affected connections. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient who experienced an acute sah with a small amount of ivh went for surgery on (B)(6) 2014, where they were connected to the external drainage system for treatment, and that they were subsequently transferred to the ICU. According to the report, on (B)(6) 2014, the segment of the patient line tubing connecting to the ventricular catheter had become disconnected from its distal luer lock connector, and that some air had entered through the ventricular catheter. The report states that the patient did not incur any serious injury.